Event description:
During holmium laser ablation of the prostate, the mirror on the fiber broke off and dislodged in the pt. Physician could not retrieve the mirror and could not determine where the mirror lodged; physician anticipated the mirror would irrigate out with urination.